Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer was assisted with clearing the alarm and with inspecting the battery compartment, spring, and battery cap. The customer cleaned the battery cap contacts with alcohol and a common swab, and inserted a new aaa alkaline battery into the pump, but the pump alarmed with failed battery test. The customer was advised to that the pump will have to be replaced and to revert to back-up plan per health care provider's instructions. No products were shipped or returned as of yet; the customer stated that she will call back to cover the replacement policy.